Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -9.00/0.5/021 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. The exchanged resolved the problem.

Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product in a micro-centrifuge vial. Visual inspection found a stretched out haptic. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).